Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause is a leak in the patient breathing circuit caused by the patient pulling at the mask. There was no malfunction of the gehc device.

Manufacturer narrative:
Gehs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information has been provided. Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Event description:
The hospital reported a patient was connected to a carescape r860 ventilator when it was alleged that the device stopped cycling and delivering flow to the patient while the patient was under non-invasive (niv) ventilation with a mask. The display then stopped presenting patient information and showed apnea alarms. Reportedly, the patient desaturated to 55% for 5 minutes. The patient intubated, and the unit was replaced during the case. There was no patient sequelae reported. Ge healthcare will submit a follow-up report when the investigation has been completed.